Manufacturer narrative:
The full name of the initial reporter is (B)(6). Testing of actual/suspected device: the distributor is in the process ordering the necessary parts. The do not have a trained engineer currently. The new engineer will attend the cardiosave service training in (B)(6) in february. After the training the engineer will be certified to do further trouble shooting and do the repair probably in march. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displayed powerup test fail code #3, over temperature alarm, and rapid loss of helium from the cylinder was observe. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information: event site postal code: (B)(6).

Event description:
N/a.